Event description:
A cartridge alarm was reported by the caller, although it did not cause the customer's blood glucose levels to exceed 500 mg/dl, indicating no adverse impact to the customer's blood glucose level. The customer experienced cartridge alarms with consecutive cartridges, and as a corrective measure, technical support arranged for a replacement pump to be sent, with updated software. The customer was advised on the steps to take upon receiving the replacement and agreed to return the problematic pump to tandem.